Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 35% to 10% within 5 minutes. The customer reported the pump shut off due to the depletion issue and customer's blood glucose (bg) level was impacted (400 mg/dl). A bolus was delivered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.